Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that opcheck failed for pads with a charge/shock failure and therapy pca autotest failure. There was no patient involvement.